Manufacturer narrative:
(B)(4). H6 codes: health effect - clinical code - e0131 speech disorder. Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient experienced a skin reaction with burning, redness, inflammation, and infection from the needle puncture site. The area was prepared with alcohol swab before placing the sensor on the body. The patient was treated for infection with unspecified prescription oral medication after beginning (B)(6) 2024, the day of the report. No additional event or patient information is available.